Event description:
It was reported that the patient presented to the hospital for a lead revision due to a dramatic increase in threshold. After attempted repositioning was unsuccessful, the physician elected to explant and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.